Event description:
The customer reported moisture was deposited on the act 5 control vials when they were analyzed on the coulter act 5diff cap pierce (cp). The leakage was not contained. The customer also stated the rbc values on all 3 levels of the act 5 controls have been trending downward, but within specification since the control vials were opened. There was no biohazard exposure to open wounds or mucous membranes. The customer stated no erroneous patient results were generated for this event.

Manufacturer narrative:
Failure mode of the leak is related to kinked tubing on valve 17, sticky aspiration syringe, and bent aspiration probe. The fse confirmed the vent tubing on valve 17 was kinked. The fse straightened the tubing. The fse also found the aspiration probe bent and the aspiration syringe was sticky. The fse lubricated the aspiration syringe and replaced and calibrated the aspiration probe. All three procedures resolved the leakage and low rbc control values. (B)(4).